Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing of noise was noted on the right atrial (ra) it was also reported that the right ventricular (rv) lead exhibited oversensing of noise and intermittent oversensing of t-waves on electrograms (egm). The rv lead was reprogrammed and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness and shortness of breath. It was also reported that inappropriate mode switches and false atrial events occurred. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.